Manufacturer narrative:
Jung, c.f.m.; liverani, e.; binda, c.; cristofaro, l.; gori, a.; alemanni, l.v.; sartini, a.; coluccio, c.; gibiino, g.; petraroli, c.; et al. Non-operating room anesthesia (nora) for ultrasound-guided liver radiofrequency ablation. Diagnostics 2024, 14, 1783. Ht tps://doi.org/10.3390/diagnostics14161783 date of publication: 13 august 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study described the role of deep sedation in a non-operating room anesthesia setting for percutaneous liver radiofrequency ablation. From september 2021 to october 2023, there were 35 patients treated with rfa (26 patients with hepatocellular carcinomas, 6 patients with colorectal liver metastases, and three patients with metastases of gastric adenocarcinoma). Approximately one-third of patients develop delayed, transient flulike symptoms that could be treated conservatively and were significantly related to the volume of tissue ablated. One post-procedural rfa related complication was reported. A large right sided pleural effusion occurred after undergoing rfa for two lesions next to the hepatic dome. The patient with prolonged fever was treated conservatively with five days of hospitalization, oxygen, and furosemide intravenous (IV).